Manufacturer narrative:
H4: platform manufaturing date corrected. The reported complaint of "the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cell, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed defective load cell (exceeded the parameter), and it was replaced to remedy the fault. Upon further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the customer reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to the normal use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. The autopulse platform was manufactured in march 2015 and is 6 years old, has reached its expected service life of five years. In addition, unrelated to the reported complaint, observed worn out shaft lock plunger due to wear and tear. The shaft lock plunger was replaced to address the observed issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to the patient.